Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. It was also reported that there was on pt involvement.